Event description:
The insert was broken when the insert was removed after trial in the surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. Visual inspection: the reported event was confirmed. A portion of the distal rails of the triathlon ps tibial trial fractured. Scratches and indentations were observed on the articulating surface and distal rails. Dimensional inspection: not performed as the device was returned damaged. Functional inspection: not performed as the device was returned damaged. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusions: the reported event was confirmed. A portion of the distal rails of the triathlon ps tibial trial fractured. Scratches and indentations were observed on the articulating surface and distal rails.

Event description:
The insert was broken when the insert was removed after trial in the surgery.